Event description:
It was reported that a 50ml infusion of zosyn (2.25 grams) was intended to infuse over 30 minutes, however entire dose was infused in 10 minutes and the pump began alarming. When the pump was inspected it showed a volume to be infused of 34.7ml instead of 50ml and a remaining infusion time of 20 minutes. There was no harm to patient.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility

Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available, d15 - cause not established. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Device evaluated by bd.

Event description:
It was reported that a 50ml infusion of zosyn (2.25 grams) was intended to infuse over 30 minutes, however entire dose was infused in 10 minutes and the pump began alarming. When the pump was inspected it showed a volume to be infused of 34.7ml instead of 50ml and a remaining infusion time of 20 minutes. There was no harm to patient.